Manufacturer narrative:
Additional report submitted at this time based on updated analysis. Product analysis: the pipeline flex delivery system within a microcatheter was returned for evaluation within an opened inner pouch within a sealed shipping box. The marksman catheter was observed to be separated into two segments (distal and proximal). The pipeline flex delivery system was observed to be within the proximal segment of the marksman catheter. For further examination, the pipeline flex delivery system was pushed out of the proximal segment of the marksman catheter with difficulty, and the pipeline braid was deployed with no issues. After pushing the pipeline flex delivery system out of the proximal segment of the marksman catheter, the pipeline flex delivery system was observed to be separated into 2 segments (distal and proximal). Distal segment: the length of the distal segment of the pipeline flex delivery system was measured to be 13.0cm. The tip coil was observed to be stretched. The outer diameter (o.d) of the resheathing pad was measured to be within specifications (~0.5860mm). The proximal bumper was observed to be loose and missing. Pushwire detach was observed at hypotube proximal to wire weld at 13.0cm from distal tip coil. No damage was found on the dps sleeves. Proximal segment: the length of the proximal segment of the pipeline flex delivery system was measured to be 202.0cm. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Pushwire kinking was observed at 16.0cm and 20.5cm from the proximal end. The pipeline braid was observed to be fully open with the distal end having moderate fraying, the middle section having no damages, and the proximal end having slight fraying. Dried blood was observed on the pipeline flex delivery system and the pipeline braid. No other anomalies were observed. The device will be retained per qap15.5.1. The broken proximal end of the distal segment of the pushwire was then cut and sent out for sem and eds analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The flow diverter delivery system was returned within a microcatheter were for evaluation. The flow diverter delivery system was observed to be within the proximal segment of the microcatheter. The flow diverter delivery system was pushed out of the microcatheter with difficulty, and the device¿s braid was deployed with no issues. The flow diverter delivery system was observed to be separated into 2 segments. The tip coil was observed to be stretched, the proximal bumper was observed to be loose and missing. The detachment was observed at hypotube, proximal to wire weld near the distal tip coil. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was also noted to have been kinking at the proximal end. The flow diverter¿s braid was observed to be fully open with the distal end having moderate fraying, the middle section having no damages, and the proximal end hav ing slight fraying. The broken proximal end of the distal segment of the pushwire was then cut and sent out for scanning electron micrographic (sem) and energy dispersive spectroscopy (eds) analysis. Based on the analysis, the failure mechanism for the detachment of the distal wire of the flow diverter delivery system could not be determined, as no original fracture features were visible on the fracture surface. The distal wire of the flow diverter delivery system was possibly detached due to tensile failure. Damages were observed on the returned flow diverter appear to show that there was excessive forced used (pushing and pulling). User context likely contributed to the device separation, as the device was reused and advance despite of resistance. Per our instructions for use (IFU): if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex embolization device against resistance may result in damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during cerebral aneurysm embolization, the flow diverter was unable to be delivered with the first microcatheter. Therefore, the microcatheter was exchanged for a new microcatheter and the same flow diverter was reused. However, the device encountered the same event and was unable to be implanted. There was no patient injury. The anatomy was reported to have been severely tortuous. The treating vessel was the left internal carotid artery (4.2mm). It was unruptured, amorphous in shape with 15mm max and 9mm neck. The landing zone was 3.2mm (distal) and 4.2mm (proximal). The patient was dual antiplatelet treatment and was successfully treated with a one flow diverter and a competitor¿s flow diverter device.